Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the wire being out of place was confirmed but the exact cause was unknown. The product returned for evaluation was the delivery system for an accucath catheter. The catheter was not returned with the sample. An inspection of the unit showed that the retraction mechanism had been used as the spring was found uncoiled. The guidewire was observed to be protruding from the flash port of the needle, and not the distal end of the needle tip as was designed. Closer inspection of the guidewire showed that there was only one coil, rather than the intended three. Microscopic examination of the end of the guidewire showed that the coil region of the guidewire did indeed contain a break and the missing end was not returned. The fracture surface of the wire was planar, smooth, and reflective in regions. A microscopic inspection of the needle bevel was unremarkable and no potentially related evidence was found. The position, and condition, of the wire suggested that the wire had suffered a break, was retracted and then extended. It was unknown if insertion difficulties played a part in the event, but the fracture characteristics were indicative of shearing damage (contact with a hardened edge). A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2015 - it was reported that the integrated wire was outside the needle.